Event description:
In 2008, the pt reported elevated blood glucose readings of 430 mg/dl, 332 mg/dl and 190 mg/dl with his target reading being 120 mg/dl. He stated that for the past 3 months about 3 out of every 5 insulin infusion set, cannulas he has used have been kinked. During troubleshooting, he stated he inserts the cannula at a 45 degree angle. The pt was advised that the insulin set he uses should be inserted at a 90 degree angle. A complimentary insertion aid device was sent to the pt. The pt called back on two days later, and stated he discovered the reason behind his elevated blood glucose readings. He said while he was in the shower and disconnected from his insulin infusion device, his 4 year old pressed several buttons on the device. He stated his device was in a different basal rate profile and he was receiving 0.0 units per hour every hour since the night of three days prior to original date. He said he discovered this last night and changed back to his regular basal rate profile, and his blood glucose readings have returned to his normal range. On further follow up with the pt, he stated the infusion set used on original date, did not have a kinked cannula. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.